Event description:
The customer reported the 840 ventilator screen did not turn on. The malfunction occurred prior to patient use. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the issue.

Manufacturer narrative:
(B)(4).